Manufacturer narrative:
(B)(4). The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart test error test and displacement test. Pump passed the dat test. The pump was received with cracked case at reservoir tube window corners, reservoir tube window and battery tube threads. The pump had a minor scratched display window and case.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018 with blood glucose of 500 mg/dl. The customer's current blood glucose is 390 mg/dl. The customer experience symptoms such as nausea. The customer was treated by insulin drip. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.